Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a plif at th10-iliac. Procedures at l2-l4 were performed via olif and the cage was implanted at l4/5. Two weeks postoperatively, x-ray revealed falling down of cage. The patient reportedly complained of pain, but its causality with the falling-down of cage was unknown. No revision surgery is scheduled at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.